Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pocket and a message failed to open even though the pocket opened. The field service engineer removed all cubies and trays, cleaned connectors on row board cables, trays, and cubie pockets to resolve the issue. The contact information was kept unknown due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had an auxiliary drawer failure, which had a row board error. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.